Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer alleges that the power switch has no alarm. There is no further information.